Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a transvaginal hysterectomy and anterior repair due to pelvic prolapse, dysmenorrheal and dysfunctional uterine bleeding. Following insertion, the patient experienced pain and bleeding associated with mesh coming out through skin. The patient underwent mesh revision/removal on (B)(6) 2008 due to pain, irritation and mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.